Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed functional test and observed the customer's motor unit rotated when the service footswitch depressed. The srt observed the customer's unit to be missing flex cable coupling parts. The srt replaced ball bearings, spring, and retainer with new parts and performed verification/release testing of saw motor. The unit operated to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw motor was damaged and missing the locking mechanism to the flex cable. There was no patient involvement.